Event description:
Boston scientific received information that this left ventricular (lv) lead has a history of high impedances, greater than 2,000 ohms since (B)(6) 2012. The patient was in for a device follow-up appointment and no symptoms were reported. One month later, the lead was surgically abandoned and replaced. It was also noted that the lead was unable to capture. The physician was concerned with a lead intergrity issue near the pocket. There was nothing confirmed via chest x-ray, however unusual coiling near the pocket was observed via fluoroscopy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.